Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device being blocked was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device could not engage the attachment ¿ coupling, had a seized bearing and component damage, and was difficult to assemble/disassemble. It was determined that the device would not hold nor secure/drive the k-wire. It was further determined that the device failed pretest for general condition, check function of adjusting sleeve, check the cannulation of attachment, check the handpiece coupling, check pins length of handpiece coupling cone sleeve, check the tool quick coupling, check self-holding force in smallest range and check self-holding force in largest range. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.

Event description:
It was reported from poland that the quick coupling device was blocked and did not work. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).